Manufacturer narrative:
The insulin pump passed displacement test and self test. The unit was monitored and functioning properly. There was no unexpected restart alarm during testing. The insulin pump was received with minor scratched display window, cracked battery tube threads, and reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had an unexpected restart alarm on their insulin pump. It was found the alarm was recurring. The customer had received five unexpected restart alarms. Customer stated their temp basal was not programmed before the alarm occurred. Customer's blood glucose was unknown. The customer was advised their insulin pump will be replaced. No additional information provided.